Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Multiple attempts were made reaching out to the user facility to obtain information on whether it will be returned. However, there has been no response. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the electrical contact area had foreign matter attached, causing contact failure and the image was no longer displayed because the processor and the camera head could not communicate with each other. The following description is identified within the instruction manual, which may have prevented the reported phenomenon: "wipe off the electrical contacts, optical connections and surroundings of the video connector with dry gauze and connect to the camera control unit when it is sufficiently dry. Also, make sure that the electrical contacts and optical connections are clean before connecting. If the electrical contacts and optical connections are used while they are wet or dirty, the equipment may be damaged, and the safety of the patient or operator may be jeopardized". This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility contacted olympus to report the device displayed no image. No patient involvement or injury was reported. No additional information has been obtained.